Manufacturer narrative:
Device evaluation - the testing of the returned device showed the delivery accuracy results were slightly above the system specifications (+/-6%). Three delivery tests were performed and the first test showed the device delivered at +6.68% over nominal. The device expulsor was replaced to address this issue.

Event description:
It was reported that the device "failed flow rate". No known adverse effects to patient.